Manufacturer narrative:
Additional information: added unique identifier (UDI) # (B)(4). Evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. 2- large tears were observed on the membrane near the middle and distal end measuring approximately 5.8cm and 6.1cm in length. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. We were unable to confirm a clot. However the reported difficulty to remove the iab was most likely contributed by the large tears found on the membrane. The tears found on the membrane appear to have been caused by a sharp object. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint# (B)(4).

Event description:
Customer reported that post intra-aortic balloon(iab) therapy, they met resistance when removing the intra aortic balloon (iab). The customer reported that they "slightly enlarged the incision and when removing the catheter they noted a clot in the iabc".

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
Customer reported that post intra-aortic balloon(iab) therapy, they met resistance when removing the intra aortic balloon (iab). The customer reported that they "slightly enlarged the incision and when removing the catheter they noted a clot in the iabc".